Event description:
It was reported that pump displayed malfunction code and customer was unable to reset pump at time of call, with no notable events occurring before malfunction. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide information. Customer was provided pump reset instructions by technical support via email, and technical support planned to follow up regarding outcome of event.